Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not available.

Event description:
It was reported by the surviving spouse, through the filing of a legal lawsuit, that the patient underwent a total knee arthroplasty in 2011 where he was implanted with a stryker knee system. It is further alleged that after the implantation, the patient contacted an infection that lasted over the span of four years and was "never brought under control". The patient passed away on (B)(6) 2015